Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged altitude issue could not be verified, the alleged battery issue was verified and a cgm (continuous glucose monitor) error 42 was observed in the pump logs. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple altitude alarms occurred. A pump power source alert occurred while pump was charging and pump battery depleted quickly. There was no reported impact to customer's blood glucose. Customer continued to use pump for insulin therapy. Contact declined to provide further information.